Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 6.4 mmol/l. The customer stated that the alarm occurred when completing an infusion set change. The customer removed the battery from the insulin pump, and the insulin pump seemed to be working fine. While troubleshooting, it was found that the insulin pump was not dropped or bumped prior to the alarm occurring. The customer stated that the drive support cap appeared normal. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.